Manufacturer narrative:
One used device was returned for evaluation. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported the tip of the catheter separated from the main body during an aortic stent graft placement. The physician removed the separated piece by performing a cut down into the artery and the procedure continued.